Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit continues beeping without switching on. There was no patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer checked the system without switching on it is giving continuous beeping. Need to remove both battery and power cord then only it is switching off. Fse suspected problem with power management board. Fse replaced new power management board with customer purchased part. Machine is not working and handed over the equipment to the customer in not good working condition.

Event description:
N/a.